Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmalogical factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hemolysis is a known potential complication associated with all patients implanted with vad's.  The instructions for use (IFU) addresses guidelines for optimal patient management. . The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. .

Event description:
It was reported that this patient came to clinic with complaints of fatigue, tea-colored urine, increased bun, arm abrasions, and bleeding from the knee. Preliminary log file analysis performed by the site revealed a pump stop several days prior due to the patient disconnecting both power sources. Waveforms showed a sharp increase in power but power did not continue to rise as a possible thrombus would indicate. Both the flow and power remained steady after the acute rise. A vad stop alarm was noted also by the engineer. The patient was taken for echocardiogram and right heart catheterization. Results reveal suboptimal right and left ventricular function. Pump hematocrit settings were determined to be set correctly. No further information was provided.